Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected battery longevity. It was also reported that the right ventricular (rv) lead had a sudden decrease in sensing values. The device and rv lead were explanted and replaced. During the replacement procedure the surgeon found an optical damage (abrasion) on the atrial lead. The atrial lead was also explanted and replaced. No patient complications have been reported as a result of this event.